Event description:
The intra-aortic balloon was inserted into the pt on 4/17/98 at 7:00 p.m. And removed on 4/9/98 at 11:30 a.m. The intra-aortic balloon did not malfunction. The pt had major ischemia and surgery was required and the pt had compartment syndrome. Also, the pt had a fasciatomy on 4/11/98 and debridement on 4/14/98. The pt went on to expire on 4/29/98 and the contact stated that the pt's death was not a direct consequence of the intra-aortic balloon therapy. The intra-aortic balloon was not returned to datascope. (Event complications: major ischemia/surgery/compartment) syndrome - reported 8/5/98. (Pt's current status: expired - reported 8/5/98.)